Event description:
The MFR received info alleging a ventilator "turns off and resets itself". There was no pt harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center a ventilator inoperative code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.